Manufacturer narrative:
This is default text configured for block h10.

Event description:
Nurse said that it was leaking when she opened it, medication got leaked out from the back side of the prefilled syringe [device leakage] , the plunger of the prefilled syringe needle was broken [device breakage] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns product complaint of device leakage, device breakage and no adverse event in a male patient (age and race were not reported) from the united states. On 07-may-2026 amneal pharmaceuticals received information from patient¿s father via voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension. On (B)(6)2026, the patient started treatment with risperidone for extended-release injectable suspension 50-milligram; inject the contents intramuscularly every two weeks (ndc: (B)(4), lot number: ap250592, expiry date: 30-nov-2027 and serial number: (B)(6) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, the patient father picked up a sealed medication from pharmacy. On the same day when the nurse was about to reconstitute the medication from the vial, she observed that the plunger of the prefilled syringe needle was broken and the medication got leaked out from the back side of the prefilled syringe (it was leaking when the nurse opened it). They didn't give any alternative product to the patient and also stated that no action was taken. Last action taken with risperidone in relation to device leakage, device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device leakage, device breakage and no adverse event was unknown. The reporter did not provide the causality of events device leakage, device breakage and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.